Manufacturer narrative:
Only the filtration element was returned. The reported difficulty was unable to confirm due to device returned condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information provided, the investigation was unable to confirm a conclusive cause for the reported difficulties. It is possible difficulty retracting the filter was due to interaction with the anatomy and nav6 filter; however, this cannot be confirmed. It may be possible that challenging anatomical conditions caused difficulty with removal leading to the filter coming out of the retrieval catheter, but the filtration element was ultimately removed with the same retrieval catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. An emboshield nav6 embolic protection system was used with a non-abbott atherectomy device. After the filter was successfully retracted in the return catheter, the catheter was being removed when the filter separated within an unspecified sheath. The system was removed, and the patient was fine after post-dilatation with an unspecified balloon. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: the filtration element of the emboshield nav6 embolic protection system came out of the retrieval catheter during removal but was able to be retrieved again with that same retrieval catheter. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. An emboshield nav6 embolic protection system was used with a non-abbott atherectomy device. After the filter was successfully retracted in the return catheter, the catheter was being removed when the filter separated within an unspecified sheath. The system was removed, and the patient was fine after post-dilatation with an unspecified balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.